Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The pt presented with an acute mi and an EKG showed st elevations. The 80% stenosed lesion was located in a non-tortuous and moderately calcified mid left anterior descending artery. The lesion was predilated with an apex balloon catheter. A 3.0x28mm taxus liberte' drug eluting stent was initially implanted in the vessel. The physician then attempted to place a taxus liberte' 3.5x16mm drug eluting stent but, on the initial insertion, encountered difficulty advancing it to the lesion. The stent dislodged from the balloon. The physician attempted to remove the stent with a snare, but was unsuccessful. The physician then opted to crush the dislodged stent against the vessel wall with a balloon. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.